Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device would not activate when the activation button was pressed. Another ligasure device was used successfully to continue the procedure. Examination of the received device on (B)(6) 2017 found a piece of the amodel plastic coating at the tip of the jaw is missing and was not returned. The customer confirmed the piece did not detach during the procedure or fall within the patient cavity.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: (B)(6) 2017. One used lf1737 ligasure device was received, and evaluation of the sample confirmed an issue with a detached component. Visual examination of the jaw found the amodel plastic coating was damaged, and a piece was missing. The type of damage is consistent with the device being bumped into a hard object. The damage likely occurred after the procedure, because no tissue was found near the damage site. The investigation identified the root cause of the issue to be rough handling of the device. No trend is associated with this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.